Event description:
It was reported that a pump has a system error 322. It was also reported there wa sno patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The system error 322 was reproduced during 24 hour testing however could not be reproduced during the evaluation process. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.